Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 543 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.